Manufacturer narrative:
Device was received with pump error 40 alarm and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error and multiple pump error. The blood glucose level was 65 mg/dl at the time of incident. Customer reports they received the open book image on the pump screen. The customer stated that they were unable to clear the alarm. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.